Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had significant issues with drawers and cubies opening, which caused a delay in patient care. A field service engineer ran a full check of all the drawers and was unable to find any issues, found that the drawers were all pulling out normally and the pockets were opening properly, also noticed that the station did have some very old pockets that could probably be replaced, but the customer didn't have any pockets on site, then suggested pharmacy to bring some new pockets and ran pyxi diagnostics on all of the drawers to verify drawer operation. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 system had significant issues with drawers and cubies opening, which caused a delay in patient care. There were no adverse events or injuries reported based on this incident.